Manufacturer narrative:
(B)(4). Batch # p58z8c. Device evaluation: the analysis results showed that the tx30g device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples.the device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the statement, "the surgeon thought that some staples had been missing before use." Were there staples missing from the staple line? The surgeon thought so because leak was found. If yes, were they seen on the tissue but not in b-formation (irregular, legs straight, etc.)? No information no further information will be provided.

Event description:
It was reported that during an open low anterior resection, leak was found on the metal housing side (opposite side of the retaining pin) visually after the rectum was cut. The device was used on the rectum. The retaining pin was moved manually before firing. The surgeon thought that some staples had been missing before use. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.